Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a subcutaneous mass removal procedure on unknown date and suture was used for derma suturing. Following the procedure, the patient experienced a subcutaneous mass again and another like suture was used after subcutaneous mass was removed. It was also reported that the possible cause of the subcutaneous mass is a foreign-body reaction allergy of the impurity of hyaluronic acid. The doctor denies that the suture is not a cause of the subcutaneous mass. Additional information has been requested.